Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. In addition, it was reported that a cartridge alarm 25 (removed cartridge alarm) occurred. Reportedly, a new cartridge was loaded successfully. The customer was unable to recall the blood glucose (bg) value but reported that bg level was less than 54 mg/dl. Reportedly, the suspected cause of bg level was due to the customer's health care provider adjusting the pump settings to fit the customer's insulin needs. Glucose tablets were consumed to address bg level.